Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2022 and topical skin adhesive was used. There is a" hair " contained in the package. No adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study? Unknown, device property of? None, device in possession of? None. Additional information has been requested and received. Attempts have been made to obtain the device but not received to date. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the foreign matter found is a hair? Yes, it is. Where was the "hair" found? (Inside shipping box, inside implant box, directly on device?) Inside implant box. What is the lot number? Rkbebl is the product involved in the event available for evaluation? Yes, it is. If not, are there any photos of the foreign matter available? Is it possible that the foreign material fell into packaging upon opening of device? No, it isn¿t. Was the seals intact when the package was opened? Yes, it was. Where was the hole, puncture, or tear found? (Kit carton, pre-filled syringe packaging, or tip packaging) not found. Did this issue cause any procedural delay? If so, how long? No, it didn¿t. Was the procedure completed without any adverse effect to the patient? Yes, it was. Did this issue result in additional procedure for the patient? No, it didn¿t.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: one sample was received for evaluation. The analysis results found that an device was returned inside its original package. Upon visual inspection of the device, the foreign matter was confirmed to be a hair inside the package although no conclusion could be reached on how the hair was attached to the device. It is possible that the hair was attached to the device during the manufacturing process. The reported complaint was observed. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.